Event description:
The account alleged the bed is not sending a nurse call. No pt impact.

Manufacturer narrative:
The tech found the nurse call was not enabled. The tech enabled the nurse call to resolve the issue.